Event description:
Customer reports, that meter read hi (greater than 600 mg/dl) on display before dosing the strip, while using the advantage system. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.